Event description:
Customer reported that while cutting with the microtome, the universal cassette clamp did not hold the blocks tightly. The tissue samples were pulled out from the embedding material, however, they were not destroyed and could be further processed and were able to be diagnosed.

Manufacturer narrative:
The investigation indicated the cause for the malfunction was due to the incorrect functioning of the universal cassette clamp. The cassettes which were used were not properly held by the clamp. The analysis of the affected clamp has been shown that one of the two springs is broken. Thereby a stable terminal of the clamp is no longer possible.